Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Reportedly, after deployment of the clip, an attempt was made to remove the device from the anatomy; however, the clip applier became caught on the clip. The delivery system was disassembled and the clip applier detached from the clip. Hemostasis was achieved with the starclose clip device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.